Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift (no error message, no patient movement/cardioversion) issue occurred. A map shift was noticed when they went to map the left ridge of the vein. The impedance was showing as 300 and they exchanged the catheter and the issue persisted. They thought they were in the ridge; however, they were in the vein which was confirmed by fluoroscopy. There was no error on the carto® 3 system. The map shift was noted when the physician attempted to go to the left anterior ridge, there was no signal on the ablation catheter and the impedance was noted to be 200-300 ohms. The issue was noted while moving to a new area to continue ablating. The approximate difference in catheter location before and after map shift is unknown. There was no cardioversion performed and the patient was under general anesthesia and did not move. The impedance documented was not during ablation but during manipulation of the catheter to go to a new area. No adverse patient consequence was reported. The catheter replacement due to system test was assessed as not MDR reportable. The map shift (no error message, no patient movement/cardioversion) was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The hardware evaluation was completed on 17-mar-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto® 3 system and a map shift (no error message, no patient movement/cardioversion) issue occurred. A map shift was noticed when they went to map the left ridge of the vein. The impedance was showing as 300 and they exchanged the catheter and the issue persisted. They thought they were in the ridge; however, they were in the vein which was confirmed by fluoroscopy. There was no error on the carto® 3 system. The map shift was noted when the physician attempted to go to the left anterior ridge, there was no signal on the ablation catheter and the impedance was noted to be 200-300 ohms. The issue was noted while moving to a new area to continue ablating. The approximate difference in catheter location before and after map shift is unknown. There was no cardioversion performed and the patient was under general anesthesia and did not move. The impedance documented was not during ablation but during manipulation of the catheter to go to a new area. No adverse patient consequence was reported. Hardware evaluation details: the reported issue was investigated, and it was found that the reported map shift was caused by high metal values during mapping. The issue is related to a defect. The defect is being handled per sw defect management procedure. The history of customer complaints reported during the last year associated with carto 3 system # 11183 was reviewed. No similar complaints were found. A manufacturing record evaluation was performed for the system 11183, and no internal actions related to the reported complaint condition were identified. An internal corrective action has been opened to investigate the map shift issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).